Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 46 mg/dl. The customer drank about 2 glasses of juice. Customer was a little bit confused upon receiving her call stating that she did something wrong with her pump and not sure what she turned off and on from her pump, seems like it was auto mode but not. It was unknown whether the auto mode feature was active at time of low blood glucose. The customer reported symptoms like anxiety, mental confusion and inability to follow simple commands other emotional and easily crying. Customer declined with troubleshooting for low blood glucose. The device will not be returned for analysis.